Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the 3100 ventilator, the start/stop button will not start. The device will pressurize fine but it will not start. The customer reported no patient involvement associated with this event.